Manufacturer narrative:
Findings: unit passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. All operating currents are within specification. No unexpected failed battery test alarms noted. Unit functioned properly. Piston functioned properly during testing.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 421 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer mentioned that they experienced failed battery tests form their insulin pump. The customer sent their insulin pump back for analysis.